Event description:
It was reported that the patient was unable to deflate the ambicor penile prosthesis (app). The app was removed and replaced with an inflatable penile prosthesis . No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received, a supplemental report will be filed.